Event description:
One of the polyaxial screws broke during insertion. Surgery time was extended by 1 hour as a result of this situation. Contact reported no adverse patient consequence as a result of this situation. As the delay to the case was in excess of 30-min. An MDR is being filed to document this event.